Event description:
It was reported that doctor cut two 2.0mm dall miles cables and performed an osteotomy to remove the #4 accolade tmzf 132 stem. The stem had been cemented, so he removed the cement from the canal. The adm cup was left intact. The 28 v40 femoral head and 28/56 adm insert were removed. The femur was cabled with 3 - 2.0mm dall miles cables and 4 - 1.8mm zimmer cerclage cables. A 17mm x 155 stryker restoration modular stem was implanted, it subsided too much so reaming was increased to 19mm and a 19mm x 155 restoration stem was implanted. A 21mm +0 body was implanted with a 28mm +8 fit femoral head, and a 28/56 adm insert. 10cc of hydroset was used to fill voids in the osteotomy.

Manufacturer narrative:
An event regarding revision involving an accolade stem was reported. The event was not confirmed. Device history review: the reported device was accepted into final stock with no reported discrepancies. Complaint history review: review not performed as a reason for revision was not provided. Conclusions: the exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that doctor cut two 2.0mm dall miles cables and performed an osteotomy to remove the #4 accolade tmzf 132 stem. The stem had been cemented, so he removed the cement from the canal. The adm cup was left intact. The 28 v40 femoral head and 28/56 adm insert were removed. The femur was cabled with 3 - 2.0mm dall miles cables and 4 - 1.8mm zimmer cerclage cables. A 17mm x 155 stryker restoration modular stem was implanted, it subsided too much so reaming was increased to 19mm and a 19mm x 155 restoration stem was implanted. A 21mm +0 body was implanted with a 28mm +8 fit femoral head, and a 28/56 adm insert. 10cc of hydroset was used to fill voids in the osteotomy.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.